Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 168 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Current sensor glucose was 64 mg/dl and current blood glucose was 166 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that he called last night the was having issues with his sensor. Now the pump is saying that his sensor glucose was below 40 mg/dl but whine he checked his blood glucose it was 177 mg/dl. Customer replaced the sensor and he did the first calibration and it was not accepted. Customer stated that he suspended the pump because he had a low blood glucose yesterday. The blood glucose was 159 mg/dl when first calibration was not accepted. Customer declined troubleshooting for the calibration not accepted alert, low blood glucose and suspend on low. Customer stated that, he is getting alert on low. Customer¿s blood glucose was not low and just checked his blood glucose it was 166 mg/dl. The device will not be returned for analysis.